Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indication of dried fluid within the cassette compartment. There was dried fluid on top of the pump door. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. .the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. The patient called in to report that the cycler did not calculate filtration accurately. The patient¿s treatment was discontinued at that time. After a review of the cycler calculations there was an overfill event indicated due to drain 4 being 4183 ml, which is 182% of the 2300ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient verified there was no symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient received a new cycler. The cycler is available to return as a sample device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. The patient called in to report that the cycler did not calculate filtration accurately. The patient¿s treatment was discontinued at that time. After a review of the cycler calculations there was an overfill event indicated due to drain 4 being 4183 ml, which is 182% of the 2300ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient verified there was no symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient received a new cycler. The cycler is available to return as a sample device.